Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 550mg/dl on date of hospitalization mentioned was (B)(6) 2017 . Customer states that blood glucose was greater that 600mg/dl and then it goes to 550mg/dl when arrived to hospital. The customer was treated with syringe and manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and declined to troubleshoot for the high blood sugar. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.